Event description:
It was reported that the user experienced hypoglycemia while using the ilet system with a dexcom g7, treated the low with oral carbohydrates (sweet tarts), and subsequently disconnected from the pump; approximately one hour later the glucose reading was elevated to 180 mg/dl on cgm, and there were no device alerts or alarms reported. Symptoms included headache and nausea following the hypoglycemic event. Outcomes included user education and troubleshooting, with advice to contact medical services for further guidance; there was no hospitalization. Investigation included review of the event details and provision of use and safety education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.